Event description:
It was reported that the right ventricular lead had no capture; was capped and replaced and subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.